Event description:
The following was reported to hamilton medical ag: checked and found ventilator showing loss of main power. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).